Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited low pacing impedance and noise oversensing. The atrial lead had insulation damage. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable.